Event description:
It was reported that the system displayed a communication failure error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a defective hard drive and interconnect cable. System operates as intended.